Event description:
It was reported the patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to pain and loosening of the stem. All components were removed and replaced with competitor products.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown catalog number, lot number and expiration date - unknown ; date implanted - unknown; 510k number - unknown; manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. "